Event description:
It was reported that a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip generated a leak. When the transpac kit was used for about 0.5 hours healthcare provider found leakage on the connector. The kit was replaced and running normally. The event was noted during infusion. The solution involved was normal saline. There were no other physical defects noted. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.